Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to auto-reducing. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein two new leads were placed, and the existing leads were unable to be explanted [related manufacturer reference number: 1627487-2026-01965].

Manufacturer narrative:
Date of event is estimated.